Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve popped out. A second device was opened and the same problem occurred. A third replacement device was opened and the procedure was completed. The hospital did not report any pt effects. This report is for the first device.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).